Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 06-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a gastronomy tube was inserted on (B)(6) 2017 under radiological guidance. The procedure was uneventful. However, post-procedure, the device failed. All four anchors dissolved within 24 hours, which was confirmed by a computed tomography scan on (B)(6) 2017. Use of radiologically insert feeding tube for feeding was stopped. A repeat procedure was conducted on (B)(6) 2017 using a different product. No further information was received.

Manufacturer narrative:
Corrected data: the initial report contained the statement: a review of the device history record is in-progress. However, this is not possible as no stock code or lot number was provided. The statement should be corrected to: a review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 01 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).